Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted however the customer did not provide an exact value. The customer stated that their bg was high with large ketones present. The customer took a manual injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.